Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was in the range of 400 mg/dl to 450 mg/dl. Blood glucose level went to 500 mg/dl. The customer treated for high blood glucose with pen and needle, 40 lanus and 16 humalog. Customer experienced symptoms such as thirst and urination. Based on customer¿s report customer did not allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was reported that insulin pump was on auto mode. Insulin pump passed self test and displacement test. The insulin pump will not be returned for analysis.